Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the subject device was not returned for investigation, the phenomenon of the reported event could not be confirmed. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. There have been no similar reports with the same products in the past one year prior to the date of occurrence of the reported event. Based on the event description, the subject device might have not attributed to the reported event. The perforation might have occurred due to the effects of emr mucosal resection. However, the exact cause of the reported event could not be identified. Regarding the clip residue in the abdominal area, it is possible that when the procedure was performed to close the perforation, the clip was placed in a location that was difficult to find. It might have caused the clip to be missed. However, the exact cause of the reported event could not be identified. The device handling has warned in the instruction manual as follows. The operator of this instrument must be a physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual, therefore, does not explain or discuss clinical endoscopic procedures.

Event description:
We received the following report from the health professional. After endoscopic mucosal resection (emr) was performed, the subject device was placed at the lesion. A surgical operation was performed since perforation occurred after the procedure. The patient had an x-ray examination after the surgical operation. As the result, it was found that the clip fell and remained in the abdominal cavity. Additional comments from the facility's staff were provided. The perforation is not due to the subject device and probably occurred during emr. The perforation was found since the patient had abdominal pain. The perforation was surgically treated. An MRI scan was performed to identify where the subject device remained. A subsequent additional treatment was unknown. The patient's condition was not reported. The intended procedure for the subject device was completed. The reported event might have occurred due to the wide range of mucosal resection for emr.